Event description:
Customer advised that in the middle of his aviva meter display screen towards the bottom there is a splotch that looks like a burn mark. He says it looks like there was burning on the inside of the meter. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.